Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump has physical damage. There is a rainbow effect on the display screen. The blood glucose reading was 189 mg/dl. The patient was uncertain about how the damage had occurred. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump functioned properly during the prime, excessive no delivery and displacement tests. No excessive no delivery alarm was noted. No rainbow or display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, cracked reservoir tube lip, broken battery tube threads and a broken belt clip slot. No damage was noted inside of the insulin pump.